Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with a peak blood glucose of 341 mg/dl over a period of a couple of hours, and the user was instructed to disconnect the ilet and administer subcutaneous insulin via injection before reconnecting the device without further difficulty. Symptoms included elevated blood glucose. Outcomes included temporary impairment requiring medical advice and user-administered corrective therapy, without hospitalization. Investigation included review of complaint details and troubleshooting with user education. Investigation of this case revealed insufficient evidence to identify a device malfunction or user error. It was concluded that the cause of the hyperglycemia was unclear and that no device failure could be confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.